Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer along with it feeling like her foot was on fire that occurred on the day of the report. It would not interrogate. Communication was possible with the implantable neurostimulator recharger (insr). It was noted the implantable neurostimulator (ins) was fully charged and the insr showed the stimulator was on. The patient was feeling stimulation. The patient was not recently implanted or had a revision surgery. The patient did not use an antenna. Placing the programmer directly over the ins on the skin and syncing with the ins did not resolve the reported issue. After the patient got the replacement patient programmer, she said that it was not charged up so, she tried the old remote and it was working so she was sending back the new patient programmer. It was noted the patient did not try batteries in it. The patient was just going to go to the doctor and see what was going on. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.